Event description:
Merit received a letter and a cd containing films of this procedure. The letter indicated that during the examination of the right coronary artery, the right coronary artery dissected, requiring securing of the artery by a stent. It also indicated that the patient was having a "heart attack" with the left coronary artery. The physician felt that the dissection was due to the catheter tip being too stiff.

Manufacturer narrative:
The catheter was not returned and the catalog number and lot number were not provided. Due to not having a catalog number and / or lot number the manufacturing records could not be reviewed. However, merit conducted a historical review of the complaint database and noted that six additional complaints for stiff tips on judkins right catheters have been received. The complaints were all received on the same day, for the same part number, but from different accounts. None of the product for those six complaints was returned and the complaints were not confirmed. Additionally, merit requested and received clinical input from dr., a merit consulting cardiologist. Dr. Reviewed the angiography films provided on the cd and noted that dissection is a known complication of coronary angiography. He stated that he did see a dissection in the rca, but he felt that it was caused by operator technique. He noted that there was deep seating of the catheter into a vessel. He also stated that he believed the operator should be able to recognize deep seating and damping of the catheter. The customer's complaint was confirmed by dr., however, he could not determine if the catheter was too stiff. Although it is not possible to determine the root cause of this event, it is possible the event was caused by the physician seating the catheter too deeply within the vessel. Merit will continue to monitor these types of events for potential trends. If any additional information becomes available regarding this event, a follow-up report will be filed.